Event description:
Pt experienced a right clavicle shaft fracture and a fibular shaft fracture. The pt was implanted on (B)(6) 2012 with a lcp clavicle plate on the clavicle and on a one-third tubular plate on the fibula. The procedure was completed w/o any problem. The surgeon allowed the pt to walk with a crutch the next day because, the fibular shaft fracture was stabilized. On (B)(6) 2012, the pt felt a pain on the clavicle. On (B)(6) 2012, the doctor took x-ray and found that the plate was broken. On (B)(6) 2012, the doctor retrieved the broken plate and replaced with another one on the clavicle. The doctor thinks that it might be too early to allow the pt to walk with the crutch. He also presumes the stress would be loaded on the clavicle bone during the walking.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the plate were checked (as far as possible) using a sliding caliper and found to be in accordance with the technical drawing of the producer. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate are in compliance with ao/asif specifications and the international standards. Sem observation and findings of the investigated plate showed that the failure was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated lcp had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. We found no evidence of material or manufacturing defects.

Manufacturer narrative:
Investigation is on-going. Device has been rec'd and is currently in the eval process. The mfg records were reviewed and no complaint related issues were found.